Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed the eval confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of spec. Past repairs have shown the motor assembly to be the failing component. The motor assembly was replaced.

Event description:
It was reported that a pump has a system error 105. It was also reported there was no pt injury.